Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer noticed the ¿tube used for venous blood collection may had a vacuum problem. Instead of sampling the blood out, air was beginning to be injected."